Manufacturer narrative:
It was reported that the trial neck broke during surgery. There was no harm to the patient and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the trial neck broke during surgery. There was no harm to the patient and the surgery was completed successfully.